Event description:
It was reported that after a failed physician recharge mode (prm) on a restore sensor, the antenna locator (al) diagnostic feature was used and the numbers obtained (between 52 and 56) seemed to indicate a "quite deep implant". However, the neurosurgeon stated that the implantable neurostimulator (ins) was less than 1cm deep. Another prm was attempted but was unsuccessful even with a new recharging belt. It was not possible to recharge the device, and stimulation was also not possible at the time. An overdischarge was suspected as it was not possible to establish communication between the device and the physician programmer as well as the recharging belt. There were no patient symptoms/injuries related to this event. It was indicated that a revision had been scheduled.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: the device battery was at a reduced capacity due to over -discharge.